Manufacturer narrative:
G4: 29jul2020. B4: 09sep2020. The biomed stated that replacing the power management board corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported that the unit failed with 35 volt failure. The customer contacted product support. Product support emailed customer letter for power management parts availability update. The product support provided the customer the part number of the power management (pm) board. The biomed is reporting that the v60 was on a patient, but was swapped out for another v60. The biomed is reporting the patient did not need to be bagged, and there was no patient harm reported.